Event description:
It was reported that there was cracked occlusion sensor. The event occurred during routine preventive maintenance inspection.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H2) device evaluation: d4 model number updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a stress cracked downstream occlusion (dso) seal. Additionally, it was found that the front and rear speakers were defective as both speakers were not loud and did not function properly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and front and rear speakers, updated software, and the pump passed all functional tests and performed as intended after repair.